Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 10dec2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 3.0x20mm non-bsc balloon catheter, a 3.50x32mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion despite several times of dilation with a balloon. The procedure was completed with another 3.5x38mm synergy stent. No patient complications were reported. Synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent row 8 with a stent strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.